Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting loss of sensing one day after implant. An invasive procedure was performed to analyze the system. The bipolar lead, model 4285 sn 238945 was explanted. The physician elected to implant a new bipolar lead and the system had appropriate sensing.